Event description:
During surgery, when opening the blisters' lid, the set screw popped out of the blister package and it fell onto a non sterile area. A backup product was used. The surgeon alleged that he experienced the same problem before and addressed that this package should be improved.

Event description:
During surgery, when opening the blisters' lid, the set screw popped out of the blister package and it fell onto a non sterile area. A backup product was used. The surgeon alleged that he experienced the same problem before and addressed that this package should be improved.

Manufacturer narrative:
Evaluation summary: the reported event was not confirmed as the item / packaging in question was not returned for evaluation. A review of the device history records for the device revealed no discrepancies. Since 2004 a new set screw packaging for the gamma3 nail kit blister had already been established. The size and the outer box as well as the blister in the box were kept unchanged. Improvement: the separate small white foam in the sterile gamma3 nail kit now is provided with an aperture, so that the set screw is visible through the (unopened) blister as well as from the bottom side after removing the tyvek lid. The reference number has not been changed. Since september 2004 the nail kits are shipped with the described changed packaging. As the item was discarded, a reasonable examination of the subject device could not be carried out and the root cause of the reported event can¿t be determined. Review of complaint history, and risk analysis did not identify any . No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.